Event description:
The complainant alleged that while pacing a patient (age and gender unknown) presenting a very slow and erratic heart rate, the device persistently sounded the pace alarm. The complainant indicated that the clinician was able to obtain another device to continue therapy. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction.